Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their implant (ins) battery charge does not last more than a day; previously, the ins charge would typically last for 3 days. Agent explained that the pt's stimulation setting may be too high, which could be causing the battery to drain quickly. Pt (patient) stated that they are unable to change their settings when they attempt to do so. Agent instructed pt to unlock the controller, at which point pt reported receiving an oor message. Pt mentioned they began seeing this message about a month ago. Agent redirected pt to their hcp for further assistance. Pt expressed interest in receiving support from a representative. Agent attempted to gather more information regarding which manufacturing representative (rep) pt wished to contact, but pt disconnected. Agent made two follow-up calls to pt, but there was no response. Pt called back stating that no one had returned their call and reiterated the issue with their ins charge not lasting more than a day. Agent attempted to explain that the "settings not available" message may be related to the ins charge issue and offered to send a message to the field mdt rep to contact pt at their availability. Pt became escalated and stated that the "settings not available" message appeared after they changed the battery pack and requested a replacement controller. Agent explained that the settings are stored on the implant (ins), and changing the battery pack should not affect the settings. Agent also clarified that replacing the controller may not resolve the issue, but pt insisted on the replacement. Agent redirected pt to their hcp and rep if the issue persists after receiving the replacement controller.